Event description:
A baxter sales representative reported the following on june 14, 2010: a customer reported a stopcock that was loose and falling apart near the white cap. This incident occurred with the interlink continu-flo 4-way stopcock set, product code 2c6511, lot number ur10d20032. The incident occurred during priming. There was no patient injury nor medical intervention associated with this report. An actual sample is available for evaluation. No additional information was provided.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. An unknown size taxus liberte stent was used to treat an unspecified lesion. Follow up angiography performed an unknown number of days post index procedure revealed 50% stenosis in the proximal left anterior descending coronary artery with a reference vessel diameter of 3.5mm. It was reported that the lumen was "2.0x2.0mm" and that it was not significant stenosis and no action was taken to treat the lesion. It was noted that the mid left anterior descending artery had 0% stenosis with a reference vessel diameter of 3.0mm. The 9 month follow up visit performed 1 month later and the 1 year follow up visits continued to find the patient without anginal symptoms. Additional information has been requested and is not available.

Manufacturer narrative:
Sample available but not returned at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
The customer returned one actual sample of product code 2c6511 with lot number ur10d20032 for the cracked / broken condition. The returned sample was visually inspected and it showed a separation between the 4-way large bore stopcock and the winged female luer lock adapter. The most probable root cause for this condition was due to an incorrect assembly, the tip was inserted into the winged female luer, but the collar was not secured correctly. Awareness training was provided to the assemblers of this product in the proper assembly of the stopcock to the female luer on 7/23/10 and 7/27/10. A batch review was performed for the reported lot. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. (B)(4).